Manufacturer narrative:
Device received with a blank non-flashing white lcd display with vertical or horizontal white lines due to cracked lcd glass. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test or verify missing segments due to blank display.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a white screen. The customer¿s blood glucose level was 72 mg/dl. The customer stated that the screen was solid white on the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.